Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault. The system controller and modular cable were exchanged, and the faults resolved. Log files were not available. The exchanged equipment would be sent for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via the downloaded log files, but the alarms were not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 by the time data was logged at 23:16:11, the log file captured active driveline power fault alarms. On (B)(6) 2024 at 10:12:47, the driveline power fault alarm resolved due to the driveline being disconnected. The driveline being disconnected and both power cables being disconnected simultaneously on (B)(6) 2024 at 10:14:28 is consistent with the exchange of the system controller. The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other relevant notable events captured on the reported event dates in the log file. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue or atypical alarms produced. The provided information indicated no further alarms have been observed since the system controller and modular cable were exchanged. No log files were available to submit. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline power fault, backup battery, and no external power alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, provides instruction on how to check the charge status of a 14v li-ion battery, how to exchange batteries, and indicates a pair of new 14v batteries can last up to 17 hours of support depended on the patient¿s activity level. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.